Event description:
It was originally believed the pump had an "issue." Specific details of the issue were not reported. The pump contained lioresal. The pump and catheter were explanted and replaced on (B)(6) 2011. The reason for catheter replacement was reported as "break, tear, hole." Pt outcome was not reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.